Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap chole procedure, the device was pushing out u shaped clips that would not form. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.